Manufacturer narrative:
(B)(4). Date of event: unknown. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the back cap of a blade inserter will not come off. The pin inside broke so they cannot take it apart to clean it. This was found post-operative when they were trying to clean it. There was no impact to case or patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the customer reported the back cap would not come off and the pin inside broke. The repair technician reported the replacement alignment was damaged. Damaged component is the reason for repair. The cause of the issue is unknown. The following parts were replaced: replacement alignment. This item was repaired, passed final inspection and returned to the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.